Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 console. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group USA rec'd a report that a customer experienced an issue with their s3 system, which resulted in an injury to the pt. The entire s3 system was evaluated on-site by a sorin field service rep and passed all aspects of an overall system functionality check. Sorin group USA has contacted risk management for additional information. The investigation is on-going. A f/u report will be filed when the investigation is complete.

Event description:
Sorin group USA rec'd a report that the customer experienced an issue with their s3 system, which resulted in an injury to the pt.